Manufacturer narrative:
Other applicable components are: product ID: neu_ascenda_cath, serial# unknown, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: catheter. The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver baclofen (2000 mcg/ml at 960 mcg/day). Analysis of the pump found no significant anomalies. The catheter ((B)(4)) was returned for analysis. Analysis of the catheter found that the catheter body had an area of compression, was broken, and had a hole. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml gablofen at a dose of 1097.7 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the last two times the patient was seen, they complained of their pump ¿was not working¿ and wanted it replaced. The volume discrepancies since (B)(6) 2016 were provided. The expected residual volumes (erv) were 2.6 cc, 1.7 cc, 1.8cc, 5.5 cc, 4.4 cc, and 4.8 cc. The actual residual volumes were 9 cc, 9 cc, 8 cc, 10 cc, 10 cc, and 11.5 cc respectively to the erv. The patient complained of more numbness from the waist down, their legs feel like 250-300 pounds where they can¿t lift them, spasms increased, and the patient felt as though sometimes the pump was working and sometimes not working. The hcp ordered an x-ray and confirmed that the catheter was in the correct place. The patient had cellulitis that began in november 2016 and it cleared up the last time the patient was seen. The patient went to the emergency department (ed) on (B)(6) 2016 for the cellulitis. The patient had pump refills every couple of months. Additional information was received from a healthcare provider (hcp). Imaging was done, and it showed the catheter tip had migrated. The rate was decreased. The causes of the patient¿s issues were noted to be unknown. The patient was scheduled for pump and catheter replacement.

Manufacturer narrative:
Upate/correction: (B)(4) was added regarding the patient having had experienced rebound rigidity as previously captured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type catheter .

Event description:
Additional information was received from a health care professional via a company representative regarding a patient who was receiving baclofen (concentration 2000 mcg/ml, dose 960.6 mcg/day) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient had sudden intermittent issues over the last month and was experiencing rebound rigidity a catheter event was reported to have been confirmed, the catheter broke off at the anchor site. The issue was diagnosed via magnetic resonance imaging (MRI), computerized tomography (CT) scan and surgical exploration (the health care professional saw the issue on x-ray and on this report date during surgery they could see the fracture). On this report date, the full system was replaced, the health care professional believed that the patient was still getting some drug but reduced the dose to 100mcg/day and was planning to monitor the patient and adjust the dose as needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.